Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that on (B)(6) 2024, the patient fainted when she got home. No cgm reading was reported from that moment, and no fingerstick was taken. The patient was brought to the hospital by her family and the patient received a glucagon injection at the hospital. When a fingerstick was taken the cgm reading was 300 mgdl, and the blood glucose reading was 40 mgdl. The patient was discharged after treatment and was stable at the time of the report. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or information available.